Manufacturer narrative:
H10: a follow up with the customer was performed, and it was reported that the customer removed the cover and reseated the cable (unspecified). The issue was resolved, and the device was ready for use. H11: d4 - product UDI.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an accept button that was not responding. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had an accept button that was not responding. The rse advised the customer to remove the rubber switch cover, and depress the switch directly; if the instructions did not resolve the issue, the rse recommended replacing the switch board. The customer was provided with the part number for a replacement. The investigation is ongoing.